Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
User facility medwatch report states: pt with a history of osteoarthritis underwent a right total hip replacement in 2006. The pt experienced squeaking and pain. The pt's ion levels were elevated. A right total hip revision was done and the asr acetabular cup removed. A competitor's cup/liner and depuy head was inserted.